Event description:
The customer reported: applier misfired during use. The clips were retrieved. No pt injury reported. Pt current condition reported as fine.

Manufacturer narrative:
Device sample not received by manufacturer in time for this report. DHR investigation did not show issues related to complaint.